Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were sometimes triggering the customer's insulin pump to suspend. The customer stated that on the morning of this report, she received a reading from the sensor in the 40 to 49 mg/dl range while her blood glucose was 157 mg/dl. At the time of the report, customer's blood glucose was 137 mg/dl, but her sensor read in the 350 to 359 mg/dl range. Insertion and wetting issues were discussed. Customer was advised the sensor would be replaced.